Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013, alleging the patient experienced elevated blood glucose (bg) for the past week with measurements ranging between 300-400 mg/dl with some measurements reading "hi" on the meter (600 mg/dl) and positive ketones. The elevated bg levels were reportedly treated with insulin deliver via injection pen. The reporter stated the patient has been under extreme emotional stress from a recent trauma and is not sure if this is the reason for the high bg levels. Additionally, the patient reportedly also experienced physical activity over weekend with adrenaline response. The reporter stated the emotional stress will continue for some time, and the patient is working with the healthcare provider (hcp) to decrease emotional stress. During review of the insulin pump by animas customer technical support (acts), it was discovered in the pump history that patient did not have insulin for more than 5 hours due to an empty cartridge and also did not fill the cannula when she changed site. Additionally, the patient had missed boluses on (B)(6) 2013, as evidence by a zero insulin delivery in the pump history. The patient also is not priming as evidenced by the record in the pump history on (B)(6) 2013, which may indicate that patent did not change the site or tubing and had been using the same site against instructions for use. The last infusion set change in the pump history was (B)(6) 2013, making 5 days of insulin delivery using the same infusion set. The reporter also stated the patient woke with bg of 419 mg/dl that morning at approximately 9:00 am. The reporter stated she administered 7-unit injection by pen to treat the elevated bg. The reporter stated the patient's current bg was 112 mg/dl. The reported stated the pump emitted an empty cartridge warning; however, the patient did not hear it due to poor audio sound. The reporter stated the audio alarm was set on the low setting, but the sound quality was poor. This complaint is being reported because the patient experienced elevated bg as a result of negligence in properly changing and priming infusion sets and not bolusing as needed, resulting in elevated bg. In addition, the patient claimed the sound quality of the pump's audio alarm was poor and she was unable to hear it properly, which resulted in an empty cartridge for five hours during which time the patient did not receive insulin.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the last basal delivery was on (B)(4) 2013. A review of the black box history indicated a ¿replace cartridge¿ alarm on (B)(6) 2013 at 1:36 am; delivery resumed on (B)(6) 2013 at 5:03 am. A review of the black box and pump alarm history indicated typical usage alarms and warnings. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications.